Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No alarms noted. The insulin pump functioned properly. Several alarms noted noted in alarm history screen due to corrupted history files. No physical damage noted.

Event description:
It was reported that the customer's insulin pump delivered a lot of insulin and was experiencing low blood glucose; then the device did not deliver and stopped functioning. Troubleshooting could not be performed as customer did not have battery in the insulin pump. No further information was provided.